Manufacturer narrative:
Other, other text: the returned device was evaluated. The device powered on using ac and battery power. A defective solder joint on the u15 chip prevents the device from completing the power-on sequence, emitting an alarm state of 1 long beep and 2 short beeps while the home button flashes red continuously. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device loses connection randomly. There was no patient impact or consequence reported.

Event description:
The customer reported that the device loses connection randomly. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.